Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). During the investigation of the history log files it was possible to detect, that the time and date in the pump was not correct set. Further it was possible to detect, that the infusion pump has been switched on and the setting for the reported infusion therapy was entered (vtbi therapy of 24 ml with a flow rate of 1 ml/hr.). But no syringe was selected and the therapy was not started. On the next day an alarm "battery near empty" occurred. Immediately after the occurred battery alarm the device was switch off. During the visual inspection of the perfusor space, all cover caps on the screw pillars and the seal on the lower housing were available and undamaged. The device showed very dirty. The functional test was performed. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. The reported infusion therapy was repeated. No malfunction occurred. The delivery accuracy of the pump was checked (B)(4). For an inside investigation the device was disassembled. The solder joints of the p2 connector were pre-damaged. The complaint could not be confirmed. No technical malfunction could be detected during the investigation of the device history and the measurement of the delivery. Further on the reported day of occurrence the pump was not used for an infusion therapy. The reported infusion therapy was repeated but no malfunction could be detected.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The investigation of the perfusor space is still ongoing. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): the pump was set to run a 24mls infusion over 24hrs at a rate of 1ml/hr. However, 4 hours later, it started beeping and was found to have only 1ml left.